Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Uid: (B)(4). Product family: dbs-linear leads: upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads: upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI:(B)(4). Product family: dbs-lead fixation: upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 35612705. UDI: (B)(4). Product family: dbs-lead fixation: upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 35612706. Uid: (B)(4).

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system presented with an infection at the implantable pulse generator (ipg) site, characterized by purulent discharge. The physician assessed that due to the risk of intracranial infection, the entire dbs system was explanted. The physician determined that the infection was likely caused by a tattoo located near the ipg site. The patient was prescribed antibiotics; however, it is unclear whether cultures were obtained. Device analysis was not conducted, as the components were retained by the facility. The patient did well post-operatively.